Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low amplitudes and high out of range pacing impedance on the left ventricular (lv) channel while the health care professional (hcp) called for magnetic resonance imaging (MRI) protected mode programming. It was noted that the device was programmed into MRI protection mode per cardiology order. It was noted that the measurements are currently within normal range. The device remains in use. No adverse patient effects were reported.